Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports(B)(4).

Event description:
It was reported that the device broke and a piece of the device remained inside the patient.

Manufacturer narrative:
Alleged failure: broke. Probable root cause: design: - design stackup interference; - insufficient assembly design concept. Manufacturing: - cannula, instrument or scope not manufactured to specification. Application: - excessive force; - user unfamiliarity with devices. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the device broke and a piece of the device remained inside the patient.